Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02465. It was reported that patient experienced a few falls and stimulation has changed since them. X-rays revealed that one of patient¿s lead was fractured. As a result, both the leads were explanted and replaced resolving the issue. It is unknown which lead is liable so both leads are reported.